Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient experienced generalized illness symptoms including food allergies, stomach issues, and compromised immune system. Health effect - clinical code appropriate term / code not available has been added to field h6 on this form. -date of implant and date of explant were also provided and have been added to fields d6a and d6b respectively. -suspected device information has been correctly updated to unknown saline under section d. H6 health effect - clinical code e2402: generalized illness this report relates to the patient¿s right-sided device in the series of three complaints. See manufacturer report numbers 1645337-2021-01519 (left side) and 1645337-2021-01520 (right side) for the initial and 1645337-2021-01515 (left side) and 1645337-2021-01514 (right side) relating to last bilateral ruptures respectively, at which time patient was implanted with allergan implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5097898 that a caucasian female patient underwent unspecified breast surgery with unknown gel implants and was presented with bilateral breast implant rupture. As a result, the devices were explanted, and replaced with unknown mentor devices at an unknown date. Mentor has received information in a string of three ruptured sets of implants in which only the implant date of the first set, and the explant date of the last set of implants were provided. Therefore, the event, implant, and explant dates are being left blank as they were not provided and a reasonable estimate cannot be made with the available information. If additional clarification is received in the future, then a supplemental report will be submitted. This report relates to the patient¿s right-sided device as the second set in the series of three bilateral ruptures. See manufacturer report numbers 1645337-2021-01519 (left side) and 1645337-2021-01520 (right side) for the initial and 1645337-2021-01515 (left side) and 1645337-2021-01514 (right side) relating to last bilateral ruptures respectively, at which time patient was implanted with (B)(4) implants.